Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified left coronary arteries. A 2.75 x 24 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were deformed. The procedure was completed with another of synergy stent. No patient complications were reported and the patient was stable and fine.